Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the stylus touch-pen would not sync with the overlay of the device; the overlay/bezel assembly was replaced, and the stylus was calibrated. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.